Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer also reported that the cartridge had to be changed multiple times prior to successfully loading a cartridge onto the pump. Contact could not provide further information or confirm if there were any alerts or alarms. Customer¿s blood glucose was 100-200 mg/dl. Customer continued to use pump for insulin therapy.